Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on an unknown date. During the procedure, the wire anchor was dislodged from the catheter upon sphincterotomy. It was reported that the cutting wire was intact, and no part of the device was detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered. Additional information was received on february 12, 2026: it was reported that there was a break in the cutting wire. The anatomy location was the ampulla.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block g2: (additional information) block b5 has been updated based on additional information received february 12, 2026. Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked and cutting wire anchor dislodged or dislocated. Block h11: investigation results. The returned autotome rx 39 was analyzed, and visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. Additionally, the working length was bent. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A risk review was completed and confirmed that the event of wire break and wire kinked was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked and cutting wire anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on an unknown date. During the procedure, the wire anchor was dislodged from the catheter upon sphincterotomy. It was reported that the cutting wire was intact, and no part of the device was detached and fell inside the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition was reported to be fully recovered.